Manufacturer narrative:
No customer returns were available for evaluation. Retained file reagents of the complaint lot 67192li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The positive control and two sensitivity panels were tested. The positive control and sensitivity panel values met specifications for reagent lot number 67192li00. No false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. Lot 67192li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. As part of this evaluation a review of the complaint records for the affected lot number was performed. This review did not identify any problems relating to the customer observation. A review of labeling concluded that the issue is adequately addressed. Based on this evaluation, it is determined that lot number 67192li00 is performing acceptably.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).

Manufacturer narrative:
This report is being filed on an international product, list 6c37, that has a similar us product distributed in the us, list 1l79. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated(B)(6) architect (B)(6) (0.50 s/co) on a patient who tested cobas reactive, undetectable viral load, and ns3 and ns4 bands on confirmatory testing. No impact to patient management was reported.